Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (os). The surgeon reports there seems to be anterior capsular opacity that has developed possibly from the implantation process; additionally it resulted in slightly distorted central vision that is inflicting the patient. Lens remains implanted.

Manufacturer narrative:
(B)(4). Claim# (B)(4).